Event description:
It was reported that the sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During delivery of the flex ball, there was some resistance, and it was noted that the was was slightly kinked. The device was released successfully with one deployment. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned and the reported kink was confirmed. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed a kink in the sheath 1cm proximal of the tip. The tip was damaged as it was flattened. Analysis of the remainder of the device found no other damage or defects. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During delivery of the flex ball, there was some resistance, and it was noted that the was was slightly kinked. The device was released successfully with one deployment. There were no patient complications or consequences that occurred as a result of this event.